Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total knee arthroplasty on an unknown date in (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2012 due to pain, iliotibial band friction and tibial osteolysis. It was further reported patient experienced neurological pain in the lateral compartment beginning (B)(6) 2013.. Additional information received indicates competitor products were implanted (B)(6) 2010. Patient was implanted with the biomet bearing during the (B)(6) 2012 revision procedure. There has been no reported revision of the product to date.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2012 due to pain, iliotibial band friction and tibial osteolysis. It was further reported patient experienced neurological pain in the lateral compartment.